Manufacturer narrative:
Corrected information provided in d.4. And g.4. Due to an error in the previous MDR.

Event description:
The wire has been loaded into the carrier the wrong way around, meaning the stiffer end is at the front- so is placed into the patient first rather than the soft 3.5cm tip end which is at the back. Update with per form: worker guidewire. The hard/sharp end of the wire is in the start position of the product. So it is packed with the wrong end of wire in the start position. Because of back orders with this article the customer kept one box, and marked the box with warning! Turn direction. Therefore only one box for inspection but credit 2 boxes.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations or non-conformances were recorded relating to this issue. Two samples, one sealed and one unsealed, were returned for review. Visual inspection of the devices revealed that the guidewires were loaded backwards in the dispensers. The guidewires are loaded by hand in the dispensers prior to the tray forming process. The incorrect guidewire orientation was not detected during packaging or final inspections before boxing. Because the root cause was found to be operator related, the area supervisor was made aware of the issue and retraining was provided to the operators. Argon will continue to monitor for recurrence.

Event description:
The wire has been loaded into the carrier the wrong way around, meaning the stiffer end is at the front- so is placed into the patient first rather than the soft 3.5cm tip end which is at the back. Update with per form. Worker guidewire. The hard/sharp end of the wire is in the start position of the product. So it is packed with the wrong end of wire in the start position. Because of back orders with this article the customer kept one box, and marked the box with warning! Turn direction. Therefore only one box for inspection but credit 2 boxes.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.